Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22aug2019. The field service engineer was dispatched to the customer site and inspected the device. The fse replaced the power switch overlay, power management (pm) printed circuit board assembly (pcba) and power supply and the user interface (ui). The unit was working correctly. The battery was replaced by the customer. A pm pcba was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator turns itself on and the battery is 6 years old. There was no patient involvement.